Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient contacted dexcom regarding troubleshooting questions when they experienced a low blood glucose (bg) event. The patient's bg value was at 41 mg/dl at the time of contact. The patient was contacted by dexcom 10 minutes after the event occurred. It was reported that the patient self-treated themselves by drinking juice to fix their low bg. The patient was not hospitalized. At the time of contact, the patient was in stable condition. There was no allegation of malfunction against the device. No additional patient or event information is available.